Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced successfully without any adverse consequences to the patient.

Manufacturer narrative:
UDI (di): (B)(4).